Event description:
It was reported the device has been dropped and damaged, broken display. The device was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the lcd (liquid crystal display) and lcd lens are broken. Analysis also found the upper and lower case halves are broken. Battery release and one bail are contaminated, both bail covers are broken, ring cover is incorrect part, one case screw is missing, ventricle output connectors lock is broken off, battery contacts are compressed, one bail is bent, ring is bent, and battery drawer is damaged. (B)(4).